Event description:
During a radio frequency atrial fibrillation cti ablation procedure, an effusion occurred which required a pericardiocentesis. Pulmonary vein isolation had already been completed, and near the end of the cti ablation, near the inferior vena cava junction, the patient became hypotensive, and a right ventricular effusion was noted on ice. A pericardiocentesis was performed to stabilize the patient. The patient was transferred to the floor in stable condition with a drain in place. No further ablation was performed. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tactiflex catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.